Event description:
The user facility reported that they received the involved terumo surflo intravenous catheter sealed with blood inside. Confirmation was provided that the seal was not previously broken. The device was discarded, and they have been using the other lots from the same box without issues. Additional information was received on (B)(6) 2022: the catheter tube assembly was present, and the blood was in the hub, but not in the filter cap.

Manufacturer narrative:
Patient identifier: no patient involvement. Age & date of birth: no patient involvement. Patient sex: no patient involvement. Weight: no patient involvement. Ethnicity: no patient involvement. Race: no patient involvement. UDI - not applicable. Operator of device - employee. Implanted date: no patient involvement. Explanted date: no patient involvement. Occupation: office manager. The actual device was not returned for evaluation however a reference photo was received. The reference photo consists of the needle and catheter assembly, protector cap and colored cap in an open condition. There is blood-like foreign material inside the needle hub. The retention samples were visually inspected and confirmed free from any foreign material. The cause of the complaint could not be identified to be related to our product or production process. Likely, the product was already used based on the condition of the actual samples as seen in the reference photos provided by the user. Our products are not tested thru actual administration, thus blood-like presence on the needle hub is unlikely to be created during the manufacturing process. We conduct visual inspections on each of the IV catheters before we seal the primary packaging. The lot history file showed no related nonconformity or any irregularity that could lead to the complaint. Before shipment, qc conducts an outgoing inspection to check the condition of the product. All samples passed. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.